Manufacturer narrative:
(B)(4): the drug being infused was etomidate, and the customer explained that they were able to "isolate the cause of the thrombophlebitis to their own usage of the etomidate. They were able to remove the catheter and tubing [IV set] from the equation and still had a couple of patients experiencing thrombophlebitis." The customer also noted that thrombophlebitis is a known side effect of etomidate. Device evaluation: three samples were received in unsealed pouches. A visual inspection of each set was performed for the presence of the tip protector and end cap. Also, each set was visually inspected for pm. All three sets were then underwater pressure tested for leaks and clamp shut off. Visual inspection " all three packages and sets passed the visual inspection requirements. Pressure test " all three sets passed the underwater pressure test and clamp shut off test requirements with no leaks found. Sample evaluation was performed to determine if any sterility breach had occurred which could have allowed for contamination of the device that would lead to thrombophlebitis and none was found. There were no issues noted in the batch records for the reported product. A labeling review determined that the directions for use, notes, and cautions of the label are appropriate for the use of this product. A review of sterilization records for lot r09e12039 were requested in order to ensure proper sterilization was achieved. The sterilization of the product was completed correctly. Baxter conducted a trend review of complaint data from 9/1/2008 - 8/31/2010 which revealed no similar reports have been received.

Event description:
During post-dilation of the precise carotid stent, the patient suffered some expressive aphasia and was diagnosed with a transient ischemic attack (tia). This patient who was enrolled in the sapphire study underwent left carotid artery stenting treating a high grade symptomatic left internal carotid artery (ica) stenosis. Pre-procedure stroke scale examinations revealed evidence of an old stroke with right-sided hemiparesis and leg weakness. A 6fr. Destination sheath was inserted into the distal common carotid artery and a 6fr angioguard filter was advanced across the lesion and placed at the base of the skull. The lesion was pre-dilated with a 3mm sleek balloon. A precise stent was successfully placed at the lesion and post-dilated with a 5x30mm aviator balloon. There was excellent result with no residual stenosis and no filling defects. There was rapid flow through the filter. It was noted that during post-dilation the patient developed expressive aphasia which got better during the remainder of the procedure. The filter basket was recaptured. The sheath was withdrawn back to the ipsilateral side and exchanged for a shorter 7-fr sheath. The patient was given a single bolus of integrilin and was treated with an integrilin drip for 6 hours post-procedure.

Event description:
On (B)(6), 2010, a customer contacted baxter regarding an incident at their facility involving the interlink basic solution set. Swelling and inflammation (thrombophlebitis) of the patient's vein was noted during patient use. Specific information regarding patient injury or medical intervention is not available. A companion sample is available.

Manufacturer narrative:
(B)(4).the evaluation is in process for a companion sample and a follow-up medwatch will be submitted upon completion.